Manufacturer narrative:
Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement test, active current measurement test, and displacement test. No unexpected pump error alarm or defect noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he's not confident as this caused diabetes ketoacidosis and that readings were different from time to time. The customer offered the troubleshooting and he declined it. The blood glucose was 156 mg/dl. No further detail was given regarding the treatment. The device will be returned for the analysis.